Event description:
Patient reported patient reported cannula not deploying correctly. For which caused hyperglycemia (blood glucose level was 240 mg/dl).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site:3003442380.